Manufacturer narrative:
Date of event: unknown. Other for vessel dissection/rupture. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation conclusions: other for anticipated procedural complication. From the information provided there is no indication that the device was not used in accordance with the labeling or that this caused or contributed to the reported event. Upon review of available information related to this event, there is no evidence to indicate the device malfunction or failed to perform to specification. It was not possible to determine a definitive cause of the reported dissection. However, a review of the labeling found that vessel dissection is noted as a potential complication associated with such procedures. Therefore, the most probable cause for the reported event is anticipated procedural complication. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report.

Event description:
It was reported that during angioplasty of the lesion in the middle cerebral artery "the vessel completely fell apart and ruptured." No further information was provided.